Event description:
The reusable femoral impactor head broke at the point where the component attaches to the impactor handle. Surgeon was able to proceed with the case. There was no adverse impact to the pt.

Manufacturer narrative:
The reusable femoral impactor head broke at the point where the component attaches to the impactor handle. Surgeon was able to proceed with the case. There was no adverse impact to the pt. Evaluation of the returned device indicates that there is a specified radius missing at the bottom of the connect post where the fracture occurred.